Manufacturer narrative:
After several attempts to obtain information, it was not possible to have more information about lot number of the device. Therefore, the lot number of the product is not known. Therefore , it was not possible to perform the review of the device history records. Based on the review of the case, the recurrence of this type of event for this implant and the description provided by the reporter , the root cause was evaluated as mishandling during implant repositioning. Root cause: user error - not following instruction during implant repositioning. If additional information was provided regarding the exact root cause another report will be sent. Device discarded by hospital.

Event description:
Mobi-c p&f us : disassembly while trying to reposition. Update received on may 24th 2018 : case was a one level. Implant disposed of by the hospital issue with implant coming apart during intraoperative repositioning. Replaced with second implant. Per protocol charged for half of contracted price per the wasted policy. Update received on october 11th 2018 : they later explained that the mobi-c came apart due to surgeon error, and thus they billed this as a wasted implant at 50% off. Mobi-c often tends to come apart if it is inserted wrong.